Event description:
Reportedly, during testing, the down arrow does not work. The malfunction did not occur during patient use. The membrane was replaced, which resolved the customer reported issue.

Manufacturer narrative:
(B)(4).